Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer calibrated the capsule successfully, however when she attempted to start the study, the recorder had a message to upload the data. When the customer went to upload the study, a message was received that they was no data on the recorder. The customer went and attempted to start the study with the recorder and it had cleared the data. The patient had to be sedated twice for the procedure as the customer got another capsule and recorder.